Event description:
It was reported that a patient had their stimulator removed "in the early part of this year" because, the patient developed pleomorphic osteosarcoma in the right hip area. It was stated that the patient had their right hip and right leg amputated. It was stated that all of the components of the stimulator were removed so the patient could have an MRI, biopsies, pet scans, and CT scans.

Manufacturer narrative:
Product ID 3550-29 lot# n261963, implanted: 2011 (B)(6); product type accessory product ID 3 778-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient. (B)(4).